Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. No technical service was requested for the reported event. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that one month following bilateral lasik, the patient was diagnosed with anterior uveitis is both eyes. The patient reported experiencing transient light sensitivity (tlss). The topical steroid drops were increased to treat the event. The event resolved with the treatment, three weeks later. No further information is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. Technical root cause could not be determined as the system was within specifications and worked as intended. (B)(4).